Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 048) issue. It was alleged that the sensor wire is broken; the patient indicated that the broken part of the wire was attached to the adhesive of the sensor. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component was defective.